Event description:
The catheter was left for 10 days. The hospital used a pre-filled syringe to perform normal flushing operations. The catheter was found to be leaking, the patient was extubated, and the infusion fluid was replaced. This not only caused economic losses, but also added extra work to normal work. Communicate with patients to avoid disputes.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
The catheter was left for 10 days. The hospital used a pre-filled syringe to perform normal flushing operations. The catheter was found to be leaking, the patient was extubated, and the infusion fluid was replaced. This not only caused economic losses, but also added extra work to normal work. Communicate with patients to avoid disputes.

Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been investigated. A follow-up report will be provided once the device has been investigated and reviewed.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One catheter was returned for review. Functional testing confirmed leakage in the catheter tubing. A slit was observed under magnification at the leakage site. A definite root cause for the damage to the catheter could not be established with confidence. It could not be determined if the damage was the result of an event within extrusion, assembly, unit storage, packaging, or within the user environment. Since a definite root cause could not be established, no corrective action will be taken at this time. Argon will continue to monitor for issues of this nature in the future.

Event description:
The catheter was left for 10 days. The hospital used a pre-filled syringe to perform normal flushing operations. The catheter was found to be leaking, the patient was extubated, and the infusion fluid was replaced. This not only caused economic losses, but also added extra work to normal work. Communicate with patients to avoid disputes.